Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the l1 lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Issue resolved.